Manufacturer narrative:
System analysis/service repair ((B)(6) 2015: checked system functions, cleaned fiber port, ran open/closed loop test. No problems found with system. Possible fiber or cards issues. System meets specifications.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, "error appeared "exceeded time limit"- took out fiber and replaced with a new fiber and fiber card - the same error appeared". The procedure was completed but they "didn't use laser". No additional information was provided. Patient outcome: "no injury " reported.